Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Product review of the air dermatome handpiece serial number (B)(6) by flextronics on 28 january 2020 revealed that the device was leaking due to a loose swivel. The product review also found that the needle bearing was worn, a spring was deformed, the unit was out of calibration, and the control bar position was not correct. Repair of the device was performed by flextronics on 28 january 2020 which included replacement of the needle bearing, hinge, swivel, and spring. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up will submitted.

Event description:
It was reported that there was air was leaking during functioning. Event occurred before surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.